Event description:
The user facility reported that a 54-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak due to a purge sidearm crack. A purge bypass was performed without issue and the pump was replaced later that day. The sidearm was discarded so the part of the sidearm that resulted in the leak was unknown. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge sidearm leak issue was completed. The pump was returned for evaluation, but the sidearm was discarded at the site. Based on the available information, the root cause of the purge sidearm leak was not determined since sufficient product was not returned. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.